Event description:
Pt device event reported per form used in clinical drug investigation. Pt reportedly had a possible infection which was not confirmed. Periodic withdrawal of cerebrospinal fluid was required for the drug study. At december 1999 visit catheter was found to be partially obstructed and was cleared by the contrast media. Flow was shown through catheter and connection. At march visit cerebrospinal fluid was drawn and pt had tenderness at the side port area. At april visit csf could not be obtained. In may 2000 cerebrospinal fluid sampling was done under fluoro - the first withdrawal was yellow, with lab results of protein 2,300, glucose 86, red blood cells 120 and white blood cells 500. The second withdrawal was clear (labs unavailable). The pt was scheduled for surgery. At surgery the device was disconnected from the pump with lots of "gunky" material in the pump pocket. It did not appear infected, but a snip of catheter was sent for culture and sensitivity. The system was replaced. No results of the culture and sensitivity have been reported to the manufacturer.